Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated after approximately six months the ICD had to be replaced as it was not measuring lead resistance or lead impedance.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Device analysis confirmed the complaint from the field of high out of range lead impedance measurements on the atrial and rv pacing. Hybrid analysis revealed that the cause of the failures was isolated to the (B)(4) inside the stacked chip scale package. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to physician office with an alert from the implantable cardioverter defibrillator (ICD). The right atrial (ra) lead and right ventricular (rv) lead impedance measurements were recorded as high, greater than 3000 ohms. A chest x-ray and ICD interrogation was performed. The ra and rv lead still exhibited high impedance. The ICD exhibited a high voltage problem that was also indicated as electromagnetic interference. The ICD settings were re-programmed. The ra and rv lead remain in use. Subsequently, the ICD was explanted and replaced. No patient complications have been reported as a result of this event.